Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock. Upon interrogation, variable impedance and episodes of noise were observed. The patient received inappropriate therapy for these episodes. The lead was explanted and replaced. The patient tolerated the procedure well. The patient was discharged two days later in stable condition.